Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag "popped" and leaked and the patient became hypoglycemic. The patient was receiving tpn at home and the "bag seam would pop open and tpn would come gushing out". The patient's glucose level dropped and required "back up fluids" as treatment. Recovery status of the patient was not reported. No additional information is available.